Event description:
This is a description of a cluster of events when using the thoravent chest tube device manufactured by urasil. Case # (B)(4). Thoravent placed with bleeding complication.

Event description:
Additional information received on 9/11/2024 for report mw5159398 to uncheck the death box. This is a description of a cluster of events when using the thoravent chest tube device manufactured by urasil. Case #(B)(4). Thoravent placed with bleeding complication.